Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because consumer reported contributing factor was failure to do exchanges in a clean environment, which is a poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis without septicemia in a (B)(6) subject coincident with dianeal pd1 therapy. On (B)(6) 2006, the subject began therapy with dianeal pd1 intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was unknown. On (B)(6) 2011, the subject experienced and was hospitalized due to peritonitis without septicemia. That same day, empiric antibiotic treatment with vancomycin was started. On (B)(6) 2011, the antibiotic treatment ended and the subject was discharged from the hospital. The primary contributing factor to the event was failure to do exchange in clean environment. On an unspecified date in (B)(6) 2011, a peritoneal effluent culture was (B)(6). The patient was recovering from the event of peritonitis on (B)(6) 2011. It was unknown what caused the peritonitis, but an alternative etiology was provided stating that a contributing factor to the event was failure to do exchanges in a clean environment.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.